Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-06-28, additional information was received from an attorney regarding a patient who was alleged to have been injured due to the device system's failure to deliver medications as prescribed, which required removal of the defective device; the nature of the personal injuries was not specified. The unspecified injuries were reported to have occurred "within the past several years"; as of the letter dated 2016-06-21, which was received by the manufacturer on 2016-06-28. It was reported that wrongful death resulted in "some instances," but it was not specified if the patient in this event actually died. The reportedly defective device system caused the patient and their family personal and economic injuries including but not limited to injuries and medical bills related to the failure of the device, and injuries and medical bills caused by the surgery or surgeries to remove the device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Device failures included battery failure. Injuries included hospitalization, withdrawal, and surgery dates of injury included a pump revision on (B)(6) 2014 (this was the implant date of the pump). No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory. Product ID 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory. Product ID 8709, lot# l60027, implanted: (B)(6) 1999, product type: catheter. Product ID 8709, lot# l60027, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
Information was received from the consumer, regarding a patient receiving intrathecal morphine and saline via an implantable infusion pump (dose and concentration unknown.) The indication for use of the device was for non-malignant pain, spinal pain, and failed back surgery syndrome. It was reported that the patient had a current infection. The infection symptoms were reported as a spinal infection and fever of 103 degrees. The infection was associated with a refill. It was noted that the patient missed a refill 2 months ago. No alarm was heard. The patient had withdrawal symptoms of vomiting and migraine headaches. The patient was prescribed oral antibiotics. The drug remained unclear, as the patient could not articulate if saline was added to the morphine or if the morphine was removed and replaced with saline. The patient outcome remained unknown, as it was reported as if the infection had been going on and off since 2002. The patient was continually getting dismissed from the managing health care providers. It was later reported that the consumer was claiming personal injury arising out of defective manufacturing, sale, and use of the device system. If additional information is received this report will be updated.